Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. However, the device was put through extensive testing including bench handling and defib functional stress testing using the returned multifunction cable and CPR adapter without duplicating the report. The defib cable receptacle was replaced as a precaution and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multi- function cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.